Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed the clip opening while establishing final arm angle it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During preparation, it was noted the clip opened while establishing final arm angle (efaa). A second attempt was made during prep and the clip successfully passed efaa; therefore, the clip was inserted, and the leaflets were successfully grasped. However, while attempting to deploy the clip, it failed efaa. The physician decided to remove the clip and replace it. Two clips were then successfully implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device code 2017- excessive force. All available information was investigated, and the reported clip opening issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation was unable to determine a conclusive cause for the clip opening issue. It should be noted that the mitraclip instructions for use (IFU) states to ¿close the clip arms to approximately 20 degrees and establish final arm angle.¿ additionally, the IFU states ¿slowly close the clip just until the leaflets are coapted and mr is sufficiently reduced. The clip should maintain a distinct ¿v¿ shape.¿ the user error was associated with performing the establishing final arm angle (efaa) step with the clip closed to 30-45 degrees. In this case, it cannot be definitively confirmed whether the clip opening during efaa was a result of user error. There is no indication of a product issue with respect to manufacture, design, or labeling.